Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the 5th inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.